Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Manufacture date - unknown. This is 2 of 2 MDR reports submitted for the same event. Also see: 3002806535-2014-00003.

Event description:
It was reported that patient underwent non-biomet hip revision on (B)(6) 2012. Revision procedure was performed on (B)(6) 2013 due to infection. No further information has been received.